Event description:
It was reported that this patient went through a revision procedure due to oversensing without pacing inhibition, loss of capture, and high out-of-range pacing impedance for both unipolar and bipolar configurations, in both the right atrial and right ventricular leads. Reportedly, impedance was jumpy/irregular on the atrial channel, while consistently high on the ventricular channel. The patient suffered sinus bradycardia as a result of these issues. Upon the revision procedure, both leads were tested in both configurations in the pacing system analyzer, and no abnormalities were found. Subsequently, the physician elected to only replace the pacemaker, because when the leads were connected to the new pacemaker, no issues were observed again. However, it was indicated that these issues were related to poor terminal pin to header connection. This pacemaker is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient went through a revision procedure due to oversensing without pacing inhibition, loss of capture, and high out-of-range pacing impedance for both unipolar and bipolar configurations, in both the right atrial and right ventricular leads. Reportedly, impedance was jumpy/irregular on the atrial channel, while consistently high on the ventricular channel. The patient suffered sinus bradycardia as a result of these issues. Upon the revision procedure, both leads were tested in both configurations in the pacing system analyzer, and no abnormalities were found. Subsequently, the physician elected to only replace the pacemaker, because when the leads were connected to the new pacemaker, no issues were observed again. However, it was indicated that these issues were related to poor terminal pin to header connection. This pacemaker is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.